Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.

Event description:
Additional information indicates that the event occurred during device preparation. The camera was replaced, delaying the procedure by approximately 20 minutes. There was no adverse impact to the patient.

Manufacturer narrative:
The device was returned. An evaluation of the returned device could not confirm the customer allegation; however the occurrence is likely. There were few additional findings. The bending section cover had a scratch. Adhesive on bending section cover was chipped. Venting connector of light guide connector was loose. Due to wear of forceps elevator lever, bending section could not be fixed firmly. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope exhibited e226 scope communication error. There were no reports of patient harm associated with the event.